Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. The catheter and guidewire were physically investigated. The guide wire was worn out right at the tip of it (also seen on the provided pictures from the reporter). It was not possible to perform the aspiration test even after flushing. The helix was taken out of the tube and found with a lot of blood. After cleaning the helix, it still was not possible to perform the aspiration test. Guide wire break can be confirmed. Therefore, the investigation is confirmed for the reported guidewire break issue. A clear root cause for these incidents could not be identified but break of the guide wire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during thrombectomy and atherectomy procedure, the device allegedly unthreaded the wire which got stuck in the patient. It was further that the tri loop snare was allegedly used to retrieve the wire from the patient. There was no reported patient injury.

Event description:
It was reported that during thrombectomy and atherectomy procedure, the device allegedly unthreaded the wire which got stuck in the patient. It was further that the tri loop snare was allegedly used to retrieve the wire from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.